Manufacturer narrative:
The report was created in error and information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The report was created in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the customer had high and low blood glucose level. The customer¿s high blood glucose level was over 600 mg/dl and was never been 50 mg/dl. The customer¿s blood glucose level was 78 mg/dl. The customer reported that they received new transmitter and tried using it and it kept saying plug in and plug out. The customer also reported insulin pump received change sensor alarm and customer kept changing it. The sensor will return for analysis.